Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned to olympus but the customer¿s allegation was not confirmed. However, it was found that noise appeared on the image because communication failure occurred due to faulty cable. Therefore, it was determined as the cause of the image that temporarily appeared with stripes. The cause of the faulty cable could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the camera head had stripes. The issue occurred during reprocessing prior to a therapeutic electric cutting procedure. The procedure was completed with another device without delay. An olympus field service representative, later reported the image had stripes, but was able to be recognized. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was noisy due to a faulty cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.